Event description:
It was reported that the pt came to the clinic for routine interrogation. Upon review, there were over many ams episodes due to oversensing atrial noise. Low sensing values also presented. Noise was able to be reproduced on the atrial channel with isometric exercises. At this point the pt will be monitored for further issues.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.